Event description:
It was reported that the patient was experiencing uncomfortable rib stimulation and lead migration. The patient underwent a lead revision procedure and was doing fine post-operatively.

Manufacturer narrative:
Implant date: (B)(6) 2020.